Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of peritonitis was unknown. The patient was seen in the hospital for catheter replacement at the time the patient was diagnosed with peritonitis. The patient was not admitted to the hospital for the event. The patient was treated with unspecified antibiotic therapy at home. At the time of this report, the patient was recovering from peritonitis. Additional information was requested, but is not available.